Manufacturer narrative:
Multiple attempts with the site have been made, however, as the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was suturing and using the mega needle driver instrument, the serrated teeth plate fell into the patient. The fragment was retrieved and the instrument was replaced with another instrument of the same type. The planned surgical procedure was completed and no patient harm, injury or adverse outcome was reported.